Event description:
A ventilator being used on a patient in the ICU was displaying "high o2" alarm. The ventilator was removed from the patient and another of the same model was put in its place. The device was sent to biomedical engineering to await further examination and testing by the vendor / manufacturer. The unit worked properly when it was turned on in the shop. The technical representative tested the unit and it passed all operational tests. As a precautionary step, the technical rep replaced the oxygen cell. The unit was returned to service. The patient was not harmed by this malfunction.